Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-00967. The pt received his scs system consisting of four percutaneous leads, two extensions and an ipg on (B) (6) 2007. The leads were placed in the occipital (off-label location) area. It was reported that the pt was getting good pain coverage but that his pain returned over time. An x-ray showed that the leads had migrated down into the ipg pocket site. The leads were replaced on (B) (6) 2008. Follow up on the ot found that no further issues have been reported. The explanted leads were returned to ans for evaluation. No further info is available.

Manufacturer narrative:
Device 1 of 2. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.